Event description:
Customer reported that he had low blood glucose numerous times. Customer stated that the paramedics were called and he was transported to the hospital. Customer blood glucose reading was low when paramedics arrived. Customer stated that his sensor was not working correctly it was giving incorrect readings and calibration error. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbona buffer test. Sensor failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.